Event description:
Neurosurgeon inserted a camino probe into the pt on (B)(6) 2014. The CT scan was reviewed with the neurosurgeon and it showed a parenchymal placement. The (icp) intracranial pressure reading was initially reading 10mmhg and within half an hour, it changed to minus 5mmhg. Additional info received on (B)(6) 2014 by clinical educator - the 1104b bolt insertion was by the neurosurgeon on (B)(6) 2014, who is a very experienced camino user. Initial values recorded were 15mmhg but, within 30 minutes the probe displayed very negative values (10mmhg). There was no wound drain or evd in situ. The pt died from a pulmonary embolism on (B)(6) 2014. Additional info received from neurosurgeon on (B)(6) 2014: the neurosurgeon stated the following: "I dod not have any suspicious that the death was any form of intracranial event that caused his death. He died of cardiorespiratory failure. The man was a 'down and out', very heavy drinker with concomitant morbidities."

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.